Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a percutaneous coronary procedure to treat a lesion in the proximal left anterior descending coronary artery with heavy calcification and 90% stenosis, the patient presented with a perforation. A 3.50 x 19 mm graftmaster rx covered stent was attempted to be advanced; however, failed to cross the lesion due to the patient anatomy. A new unspecified graftamster covered stent was advanced and deployed to successfully seal the perforation. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the media does show the reported perforation as well as subsequent treatment to mitigate the perforation with extensive balloon inflations at the site. The images provided do not show, however, either the initial attempt to deliver a graftmaster covered stent or the subsequent successful delivery of the second graftmaster covered stent. While not being able to confirm this activity on the images provided, the clinical specialist was confident that the physician did experience the reported non-delivery of the first graftmaster covered stent. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.